Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for a routine follow up. Insulation damage was observed via x-ray. No electrical anomalies were noted. The lead remains implanted and will be monitored.